Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited an episode of over-sensing. It was suspected that the over-sensing was due to noise. No intervention was performed and the patient will be further monitored. There were no patient consequences.

Event description:
New information received notes that the episodes of over-sensed noise exhibited by the right ventricular (rv) lead reoccurred, resulting in pacing inhibition. The lead was reprogrammed. There were no patient consequences.